Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose with levels of 21 mg/dl at the time of the incident. The customer was at 188 mg/dl at the time of the call. The customer was given glucose tablets, intravenous glucose, and food to treat. The customer experienced symptoms such as incoherence. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed. The customer had a low of 46 mg/dl the previous night. The customer had a recent hernia surgery and is on a liquid diet so their insulin needs have changed. The insulin pump will not be returned for analysis.